Event description:
The mother of male stated that the pt's infusion device shut down without warning while he was sleeping. As a result, the pt's blood glucose was affected. No blood glucose values were indicated. The pt switched to his backup infusion device. The mother stated she thought the infusion device was due for a technical inspection, but she stated that the pump had only been in use for 6 months. The mother was at work and did not have a battery in the infusion device to troubleshoot. She stated she would call back. Upon follow up, the mother stated she was too distracted to troubleshoot and would like to write out the details of the event to send in. Several attempts were made to reach the mother and/or pt and no contact was made. A return kit for the infusion device was shipped to the pt. The pt did not report assistance by a healthcare professional, or second party to address the issue. Product was requested to be returned for eval. If any follow up contact is made, add'l details will be provided via supplemental report.